Event description:
One pt with discrepant creatinine and phosphorus results. Initial creatinine result 508 umol/l, repeated twice giving 264 and 269 umol/l. Initial phosphorus result 2.19 mmol/l, repeat gave 1.45 mmol/l. Initial results were reported and pt was admitted to hospital. No treatment was given based on results and pt was not adversely affected. If additional info is received, appropriate notification will be provided.